Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the handheld keeps powering off itself. Additional info received indicated that there were no alarms prior to the unit powering off by itself. The device was using ac power. The issued occurred more than once. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds or until the device battery charge ran out. In this condition, the device was unable to operate for more than a few seconds. The instrument board was replaced and the unit functioned as designed.